Manufacturer narrative:
The philips remote service engineer(rse) accessed the customer's product remotely and confirmed the reported issue. Rse determined the new monitor was set up as an output device which caused the issue. Rse remotely accessed the sound settings and changed them to set the loudspeaker as the standard device. Rse restarted the central unit to ensure the settings remained. The reported issue was resolved and device is now working according to specifications.

Event description:
The customer reported there is no sound on the monitors. Patient involvement is unknown. There was no patient or user harm reported.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is no sound on the monitor. Patient involvement is unknown. There was no report of patient or user harm.